Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient admitted on (B)(6) 2017 with complaints of headache and altered mental status. Blood cultures were obtained and were negative on (B)(6) 2017. Chest x-ray obtained revealed no significant changes from previous exam-no pneumothorax,pleural effusion, or pneumonia. Computerized tomography (CT) head on admission did not reveal any new intracranial abnormality or bleeding. Admit lab results: wbc 8.11 k/ul, hgb 10.8 g/dl, hct 34.2%, platelets 100 k/ul. Electrocardiogram (ECG) done showed normal sinus rhythm with artifact. Holding lisinopril and administered one dose 40 mg IV lasix. The patient was admitted to floor unit from the emergency room (ER), but transferred to the intensive care unit (ICU) due to respiratory insufficiency. Heparin drip and nitroglycerin drip started. Neurology consult done and electroencephalogram (eeg) on (B)(6) 2017 with results of background activity within range of normal variation and lateralized or epileptiform activity was recorded. Nitro drip was stopped on (B)(6) 2017, breathing was stable and patient was transferred to floor. The ventricular assist device (vad) remains in use. The patient is a participant in the (B)(6) trial improved blood pressure management clinical study. No further patient complications have been re ported as a result of this event.